Manufacturer narrative:
The device has been returned and evaluated by product analysis on 15-jul-2019 the following findings: during investigation, the pump fails to power on. Unable to adequately investigate the reported alarm. There was moisture visible in the display. The pump case is cracked near top right corner of display. Pump leaks at crack in case. Pump opened; moisture damage found on the printed circuit board. There was no power to the pump due to moisture damage. There was moisture visible in display. Pump case is cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.